Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a return of symptoms. The patient said that before the trial and before the permanent implant they were not having urine leakage at night and now they were. The patient said that they were having it especially when sitting down in front of their computer. The patient also mentioned that their incontinence was caused by a serious car accident. The patient said that they had stool leakage after 3 days of taking their cholesterol pill. The patient said that they took their cholesterol pill at bedtime on 2026-03-25 their constipation and headache started immediately, and it lasted for 2 days. The patient said on 2026-03-27 or 2026-03-28 their constipation quit and started to have a stool leakage when they stopped taking the cholesterol pill. The patient said they decreased their stimulation by 1 and they stopped feeling the sensation. The patient said that after they turned it down it felt a little better. The patient also said that they already used program 1, 4 and 7. The agent reviewed and assisted the patient to connect to their therapy. The patient was able to connect to their therapy and said that they were at program 4 level 1.8 where they felt the sensation all day and night that was why they decreased it to 1.7. The patient said they no longer felt the sensation, but they were having stool leakage and said they got so miserable. The patient increased their therapy from 1.7 to 1.8 in program 4 and said they felt the sensation. The agent reviewed therapy guide. The agent discussed to consider changing programs, but the patient said they would talk to their healthcare provider (hcp) first. The patient said that their hcp prescribed another cholesterol pill, but they had not used it since it was the same family. The patient would monitor their symptoms. The patient said that they had a doctor's appointment on (B)(6) 2026..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. They patient called back and repeated the same sensation issue about the therapy. The patient mentioned they had made an adjustment with a previous agent. The patient mentioned their doctor prescribed them cholesterol medication (rosuvastatin). The patient said their doctor had been thinking the medication would not affect the implant. The patient said the constipation and headaches decreased, but they were still experiencing a return of symptoms that was previously managed by the therapy. The patient said when they increased the stimulation they felt the fluttering sensation. The patient said the implant was not doing as it was. The agent reviewed considerations for therapy optimization. The agent reviewed general programming guidance. The agent redirected the patient to their doctor. The agent reviewed options of switching programs. The patient mentioned that they texted a manufacturer representative (rep) prior to calling patient and technical services (pats) and would wait to hear back from them before they made changes to therapy settings.